Event description:
An initial MDR regarding this case was filed 06-mar-2025 (report number 3016798778-2025-00021). Additional information was received by millyard advanced medical products, llc by way of a completed technical investigation on recently received materials that were in use by the patient during the referenced event. Logs from remote utrm0016676 (paired with pump utpm0021271) show that 5 days before the date of the complaint, a pump error alarm was generated. Logs from remote utrm0016672 (paired with pump utpm0021277) show that on the date of the complaint, a pump error alarm was generated. During investigation, a test delivery was performed on both systems, and no abnormal behavior was observed. The pumps were disassembled, and fluid ingress was observed to be the cause of the alarms. No cassettes were returned, so the cause of the fluid ingress could not be further investigated. Both systems functioned within specification as they alarmed accurately and entered a failsafe state after alarming.

Event description:
An initial report of the potential for hospitalization was received by united therapeutics drug safety on (B)(6) 2025 and forwarded to millyard advanced medical products, llc on (B)(6) 2025. The patient's father reported both pumps were giving an error code, and that troubleshooting was unsuccessful. Remodulin therapy was restarted on an additional pump the patient had on hand. Replacements were couriered for the two pumps reported to be malfunctioning. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation. Despite no report of death or serious injury, this issue is being reported out of an abundance of caution.